Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to an extrusion of the ground electrode into the external auditory canal. The patient has not been reimplanted with a new device as of this report on january 19, 2022.